Event description:
During the procedure to obtain a biopsy of the secum, the device failed to cut and pulled resulting in a tear to the sub mucosa. The physician placed five clips to close the tear. Two hours post procedure, the patient was reported to present with pain and a high white blood cell count. The cause of these symptoms was not disclosed. The patient required an additional two day stay in hospital but is reported to be doing fine and pain free.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The complainant indicated that the device was disposed of by the user facility; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.